Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to pain and limited range of motion (rom). A soft tissue reaction was noted during revision surgery.